Manufacturer narrative:
Results: the lens was received in the carrier with saline solution visible on the lens optic. The visual examination found one of the haptics was bent. Due to the condition in which the lens was received, the cause of the malfunction cannot be determined.

Event description:
The lens stuck in the delivery device during set-up.